Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode length was not normal. The customer's blood glucose value was unknown. The customer reported that sensor was inserted and there was no response with the pump, so it was found that the electrode part retracted into the sensors and the length of the electrode part was not normal when the sensor was removed. Customer reported the event occurred twice, so the event would be reported as the defect. The device will not be returned for analysis.